Event description:
It was reported through a scientific article that vagus nerve stimulation causes sleep apnea. A patient had developed a central type of apneas during the use of vns. The patient was analyzed for two nights with polysomnography. The test results showed that the patients were experiencing sleep apnea with vns system.

Manufacturer narrative:
Literature reference: j.j. Ardesch, hce. Van lambalgen, a.w. De weerd. "Central type sleep apneas; an adverse effect of vagus nerve stimulation."